Event description:
After removing the slalom from the package, the distal tip was found fractured and separated from the device. The device was not manipulated in any way. There was no damage to the other or inner package. There were no other damages to the device. The product was not clinically used.

Manufacturer narrative:
This product has been received for analysis, however, analysis has not begun. Additional info will be provided within 30 days of receipt.